Manufacturer narrative:
The subject device was not returned for evaluation. Customer cancelled the "repair request" as loaner was not provided. Investigation is ongoing. This report will be supplemented accordingly following investigation. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.¿

Event description:
As reported, customer reported no connection on the device. The issue found during an unknown event. There is no patient involvement associated on this reported event. No user injury reported.

Manufacturer narrative:
This report is being supplemented, to provide additional information, based on the legal manufacturer's final investigation. The DHR was unable to be reviewed for this device, since the device is over 15 years old. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not, due to design. Based on the results of the investigation, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.